Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempted to provide defibrillation shock during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Device evaluated by mfg of the initial medwatch report indicated: yes. Device evaluated by mfg of the initial medwatch report should indicate: no the device was later returned, reference supplemental medwatch report 002.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempted to provide defibrillation shock during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempting to provide defibrillation shock to a patient. The patient associated with the reported event was not harmed.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly when attempted to provide defibrillation shock during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Section a1, patient identifier on the initial MDR indicates - ni. Section a1, patient identifier on the initial MDR should indicate - none. Section b5, executive summary on the initial MDR indicates - a customer contacted physio-control to report that their device powered off unexpectedly when attempting to provide defibrillation shock to a patient. The patient associated with the reported event was not harmed. Section b5, executive summary on the initial MDR should indicate - a customer contacted physio-control to report that their device powered off unexpectedly when attempted to provide defibrillation shock during inspection. There was no patient use associated with the reported event. Section h6, patient code description on the initial MDR indicates - no known impact or consequences to patient. Section h6, patient code description on the initial MDR should indicate- no patient involvement.